Event description:
Literature: resnick as, foote kd, rodriguez rl, et al. The number and nature of emergency department encounters in patients with deep brain stimulators. J neurol. Jan;257(1): 122-131. Summary: the objective of the study was to review the number and nature of ed encounters in pts with dbs devices implanted for movement and neuropsychiatric disorders. The encounters reviewed included 215 pts implanted at (B) (6), as well as those implanted at outside institutions, as long as they were followed at (B) (6). Event: five pd pts experienced infection resulting in seven ER visits. No further info was provided. See literature article with report #3007566237201003105.

Manufacturer narrative:
(B) (4).